Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was fractured as confirmed through x-ray. It was also stated that the patient had lost stimulation. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients leads were fractured. The patient will undergo a revision procedure. No further information could be obtained. Additional information was received that the m1 connector lead was broken due to having too much tension on the wire and it needed to be longer. The patient underwent a revision procedure wherein the m1 connector lead was replaced.

Event description:
It was reported that the patient's leads were fractured. The patient will undergo a revision procedure. No further information could be obtained. Additional information was received that the m1 connector was broken due to having too much tension on the wire and it needed to be longer. The patient underwent a revision procedure wherein the m1 connector was replaced. The patient has a non-bsc lead device.